Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported charging cable is damaged. Customer states charging cable charges the pump sporadically. Customer states that the piece that goes into the pump is at an angle. There was no adverse impact to customer's blood glucose level. A replacement cable was sent to the customer to resolve the issue.